Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: there was the woolen yarn on the needle tip when opening the package, the number was one.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9086671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time h3 other text : see h.10.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: there was the woolen yarn on the needle tip when opening the package, the number was one.